Event description:
During a laparoscopic low anterior resection procedure, the device malfunctioned during the operation. The first firing was fine, however, the second cartridge was malfunctioned, the clip of the cartridge did not form b shape, but c shape. O.r time was extended by two hours. It is unk at this time if a device is being returned.